Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a 46-year-old female patient who had essure (batch no. R -625637, l -628427) inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2016, the patient experienced metrorrhagia (seriousness criteria hospitalization and intervention required). In 2018, the patient experienced abdominal pain lower ("pains at the level of the left iliac fossa"). On 19-jun-2020, the patient experienced fallopian tube disorder ("fibrosis of the tubal parenchyma"). On an unknown date, the patient experienced endometrial atrophy ("pelvic ultrasound showed atrophic mucosa"), dysaesthesia ("peripheral dysaesthesia in the feet"), arthralgia ("arthralgia") and asthenia ("asthenia"). The patient was hospitalized from (B)(6)2020. The patient was treated with progestogens and surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6)2020. At the time of the report, the metrorrhagia, abdominal pain lower, endometrial atrophy, dysaesthesia, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, asthenia, dysaesthesia, endometrial atrophy, fallopian tube disorder and metrorrhagia with essure. The reporter commented: the patient also reported metrorrhagia for 4 years, which did not respond to progestogens, with a pelvic ultrasound revealing atrophic mucosa. Indication for removal of the essure devices, and requested by the patient. Bilateral salpingectomy with removal of the devices. Post-operative was straightforward. The patient was discharged two days after the intervention. The devices were not kept for expert analysis. The devices removed were sent to anatomic-pathology. The results show a fibrosis of the tubal parenchyma. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2020: a fibrosis of the tubal parenchyma. Ultrasound abdomen - on an unknown date: atrophic mucosa. Lot number: 625637 manufacture date: 2007-08 expiration date: 2009-09 lot number: 628427 manufacture date: 2008-11 expiration date: 2011-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a pharmacist, and describes the occurrence of metrorrhagia ('metrorrhagia') in a 46-year-old female patient who had essure (batch no. R -625637, l -628427) inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2016, the patient experienced metrorrhagia (seriousness criteria hospitalization and intervention required). In 2018, the patient experienced abdominal pain lower ("pains at the level of the left iliac fossa"). On (B)(6) 2020, the patient experienced fallopian tube disorder ("fibrosis of the tubal parenchyma"). On an unknown date, the patient experienced endometrial atrophy ("pelvic ultrasound showed atrophic mucosa"), dysaesthesia ("peripheral dysaesthesia in the feet"), arthralgia ("arthralgia") and asthenia ("asthenia"). The patient was hospitalized from (B)(6) 2020. The patient was treated with progestogens and surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia, abdominal pain lower, endometrial atrophy, dysaesthesia, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, asthenia, dysaesthesia, endometrial atrophy, fallopian tube disorder and metrorrhagia with essure. The reporter commented: the patient also reported, metrorrhagia for 4 years, which did not respond to progestogens. With a pelvic ultrasound revealing atrophic mucosa, indication for removal of the essure devices, and requested by the patient. Bilateral salpingectomy with removal of the devices. Post-operative was straightforward. The patient was discharged two days after the intervention. The devices were not kept for expert analysis. The devices removed were sent to anatomic-pathology. The results show a fibrosis of the tubal parenchyma. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2020, a fibrosis of the tubal parenchyma. Ultrasound abdomen: on an unknown date, atrophic mucosa. Lot number#: 625637, manufacture date: 2007-08, expiration date: 2009-09, lot number#: 628427, manufacture date: 2008-11, expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: reporter regulatory authority added. Product tab updated. No new follow-up information was received from the reporter. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of metrorrhagia ('metrorrhagia'). In a 46-year-old female patient who had essure (batch no. R -625637, l -628427) inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2016, the patient experienced metrorrhagia (seriousness criteria hospitalization and intervention required). In 2018, the patient experienced abdominal pain lower ("pains at the level of the left iliac fossa"). On (B)(6) 2020, the patient experienced fallopian tube disorder ("fibrosis of the tubal parenchyma"). On an unknown date, the patient experienced endometrial atrophy ("pelvic ultrasound showed atrophic mucosa"), dysaesthesia ("peripheral dysaesthesia in the feet"), arthralgia ("arthralgia") and asthenia ("asthenia"). The patient was hospitalized from (B)(6) 2020. The patient was treated with progestogens and surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia was resolving, the abdominal pain lower, dysaesthesia, arthralgia, asthenia and fallopian tube disorder had resolved. And the endometrial atrophy outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, asthenia, dysaesthesia, endometrial atrophy, fallopian tube disorder and metrorrhagia with essure. The reporter commented: the patient also reported, metrorrhagia for (B)(6) years. Which did not respond to progestogens. With a pelvic ultrasound revealing atrophic mucosa. Indication for removal of the essure devices, and requested by the patient. Bilateral salpingectomy with removal of the devices. Post-operative was straightforward. The patient was discharged (B)(6) days after the intervention. The devices were not kept for expert analysis. The devices removed were sent to anatomic-pathology. The results show a fibrosis of the tubal parenchyma. During the post-operative consultation on (B)(6) 2020, the female patient was found to be doing well. There was still slight bleeding (mild in intensity according to the consultation report). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2020, a fibrosis of the tubal parenchyma. Ultrasound abdomen: on an unknown date, atrophic mucosa. Lot number#: 625637, manufacture date: 2007-08, expiration date: 2009-09; lot number#: 628427, manufacture date: 2008-11, expiration date: 2011-11. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, outcome: during the post-operative consultation on (B)(6) 2020, the female patient was found to be doing well. There was still slight bleeding (mild in intensity according to the consultation report). A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a (B)(6) year old female patient who had essure (batch no. R 625637, l 628427) inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2016, the patient experienced metrorrhagia (seriousness criteria hospitalization and intervention required). In 2018, the patient experienced abdominal pain lower ("pains at the level of the left iliac fossa"). On (B)(6) 2020, the patient experienced fallopian tube disorder ("fibrosis of the tubal parenchyma"). On an unknown date, the patient experienced endometrial atrophy ("pelvic ultrasound showed atrophic mucosa"), dysaesthesia ("peripheral dysaesthesia in the feet"), arthralgia ("arthralgia") and asthenia ("asthenia"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with progestogens and surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia, abdominal pain lower, endometrial atrophy, dysaesthesia, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, asthenia, dysaesthesia, endometrial atrophy, fallopian tube disorder and metrorrhagia with essure. The reporter commented: the patient also reported metrorrhagia for 4 years, which did not respond to progestogens, with a pelvic ultrasound revealing atrophic mucosa. Indication for removal of the essure devices, and requested by the patient. Bilateral salpingectomy with removal of the devices. Post-operative was straightforward. The patient was discharged two days after the intervention. The devices were not kept for expert analysis. The devices removed were sent to anatomic-pathology. The results show a fibrosis of the tubal parenchyma. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: a fibrosis of the tubal parenchyma. Ultrasound abdomen on an unknown date: atrophic mucosa. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.